Event description:
An implant card was received indicating the battery had been replaced (B)(6) 2016 due to battery depletion, and was unable to be interrogated. It was reported that the explant facility does not return explanted devices.

Manufacturer narrative:
.

Event description:
Clinic notes were received stating that a patient's vns was not functional and plans to have it removed. Follow-up to the physician's office provided that the same report that the device was not functional and was malfunctioning, however specific clarification of the issue was not provided when requested. A battery life estimation based on the programming history available in the manufacturer's programming history database indicates that the battery is likely at end-of service. No known surgical intervention has occurred to-date. No additional relevant information has been received to-date.